Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's speaker was replaced to address the issue. Additional findings not related to the malfunction/issue was cosmetic damage to the front enclosure case and the universal porting block. The front enclosure case and universal porting block were replaced on the device. After repairs were made to the device, all testing passed on the device.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.